Event description:
Healthcare professional reported that the patient had some tooth pain, tenderness, then developed some numbness. Patient was diagnosed with trigeminal neuralgia, after a visit on the emergency room. Patient was injected with juvéderm® voluma¿ xc. Patient was treated with antibiotics, steroids, and carbamazepine. Unknown if events are still on going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.